Manufacturer narrative:
The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: while tissue expansion may be a beneficial surgical alternative for many patients, it may not be appropriate for every patient, because it is a time and labor intensive process that may cause temporary discomfort and distortion. The surgeon is responsible for selecting appropriate candidates, and counseling those patients on the risk/benefit relationship. Before tissue expander placement, patients should fully understand the elective nature of the procedure, and be willing to comply with expansion process requirements to minimize the risk of complications. Infection: active infection anywhere in the body may increase risk of periprosthetic infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis run an increased risk of periprosthetic infection. Measures to protect such areas from infection should be taken. Signs of acute infection reported in association with tissue expanders include, tenderness, fluid accumulation, pain and fever. Infection may compromise the expansion process. Postoperative infections should be treated aggressively according to standard medical practices to avoid more serious complications. Infection that is unresponsive to treatment or necrotizing infection may require premature tissue expander removal. Hematoma/seroma: postoperative hematoma and seroma may contribute to infection. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly by postoperative use of closed drains. Persistent, excessive bleeding must be controlled before the device is implanted.

Event description:
Healthcare professional reported seroma/infection and "patient had seroma post drain removal". Manufacturer is unknown. Device remains implanted.